Manufacturer narrative:
One device was received for investigation. During visual inspection no damage or other defects were detected on the sample. The sample was inflated with the use of a syringe to detect any problem in the inflation system, the sample works as expected. The reported complaint is not confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon on the trach tube would not inflate. When doing the quality check, the first balloon expanded too much and would not inflate the second balloon. There was no patient involvement and no patient harm/adverse event reported.